Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring registering hi on the meter (=600 mg/dl) with associated symptoms of small urinary ketones. The patient reportedly received treatment at the hospital emergency room. Details of the patient's treatment plan were not provided. The patient's serious injury was alleged to be associated with an intermittent power issue with the pump; the battery compartment was reported to be cracked and the threads on the battery cap were stripped and the cap could not be tightened to the pump. Customer technical support verified with the reporter that the battery cap on this pump had never been replaced (13 months). This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy related to an intermittent power issue allegedly caused by a damaged battery cap and battery compartment.